Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had received all buttons was not responding. The customer¿s blood glucose level was 16 mmol/l. The customer stated that the insulin pump switched off the only error mode. The insulin pump will be returned for analysis.